Event description:
On (B)(6) 2011, a respiratory therapist reported having initially had a problem doing a low calibration on inovent (B)(4), but then did a successful calibration after which the device shut down. The customer powered the device off and then on, and it started to work properly. The device was subsequently placed on a (B)(6) male with a medical history of having "coded-full arrest." The patient was on a high frequency ventilator and the inovent was set to deliver inomax (inhaled nitric oxide) at 20 parts per million (ppm) to treat pulmonary hypertension. Six days later, on (B)(6) 2011, the respiratory therapist reported the device screen turned yellow and the numbers started to run up without having touched the unit. When the device read 99 ppm, the device had an electronic failure and shut down. The patient's oxygen saturation then decreased into the 80's, while it was being maintained in the 90's with treatment. The respiratory therapist then began to manually deliver nitric oxide (no) to the patient while the device was switched out. The patient reportedly did well while being manually ventilated, so the decision was made to switch the high frequency ventilator to a conventional ventilator prior to connecting the patient to the new inovent device. Once started on the new inovent device and ventilator, the patient's oxygen saturation rose to 100%. The respiratory therapist estimated that it took approximately 1 hour to switch out the device and ventilator and stabilize the patient. The respiratory therapist deemed the oxygen saturation decrease to be moderate and definitely related to the device failure and interruption of nitric oxide delivery. The respiratory therapist stated that the device had been previously used on a patient with nebulizer treatments in-line before the sample tee and without disk filters on the sample line. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported having initially had a problem doing a low calibration on inovent (B)(4), but then did a successful calibration after which the device shut down. The customer powered the device off and then on; it started to work properly; and it was then put in use on a patient. Six days later, on (B)(6) 2011, the respiratory therapist reported the device screen turned yellow and the numbers started to run up without having touched the unit. When the device read 99, the device had an electronic failure and shut down. Results: unable to duplicate the reported observation under investigation. Evaluation summary: when the device was investigated, the reported observation could not be duplicated. Examination of the service log yielded several instances of low calibration being attempted before the device stabilized following boot-up. The device appropriately went into "system shutdown" when the monitored no value exceeded 100 ppm, as designed. The device was found to meet all specifications and was returned to service.